Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01221. It was reported that the patient experienced ineffective therapy. Additionally, patient¿s therapy strength was decreasing on its own. Diagnostics revealed that one of the s1 lead has high impedance. As such, surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has high impedance. Hence both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead with high impedances was explanted and replaced. Postoperatively, the patient has effective therapy.